Event description:
The customer reported that the ortho provue analyzer resulted a previously known sample containing anti-e as negative. Visual inspection of the processed gel card confirmed the reaction was positive. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the customer site and performed reader alignments and adjustments to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).